Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. Multiple attempts were made to retrieve the device; however, product was not received for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.